Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation. And the legal manufacturer's final investigation. The olympus service center found the hexagon wrench is missing inside lamp door, scope socket is corroded, missing main lamp and lamp accessories (lamp heat-sinks, lamp bolts, lamp washers). And olympus lamp meter is reading at 200 plus hours. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. Based on the results of the investigation, the cause of the evis exera iii xenon light source spare lamp lighting up and blinking, during bulb replacement was likely, due to missing main lamp accessories from user handling the product. The specific root cause of device missing main lamp accessories could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device investigation has not been completed to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that, the evis exera iii xenon light source spare lamp lit up and was blinking during bulb replacement. The intended procedure was completed with same device since the event occurred after the procedure. There was no patient harm or user injury reported due to the event.